Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the right atrial (ra) lead threshold rose and were high. It was also reported that p wave dropped. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.